Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the femoral component and hinge post extension exhibited signs of use. The hinge post extension showed a fracture and crack in the femur hinge mechanism, which was due to fatigue. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert, loosening, fracture, and osteolysis are known adverse effects of this system and procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00588006020, articular surface, lot # 61966722, 00588001602, femoral component, lot # 62889401, 00599003624, femoral augment, lot # 63101509, unknown augment. Report source: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07065, 0001822565 - 2018 - 07060, 0001822565 - 2019 - 04420, 0001822565 - 2019 - 04421.

Event description:
It was reported that approximately 2 years post implantation, the patient was revised due presenting with complaints of pain, consistent with device loosening and fractured components. Attempts have been made and no further information has been provided.